Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were achieved in the left common femoral artery via 18fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after suture placement with the first proglide device, the guide wire was attempted to be inserted into the guide wire exit port; however, the guide wire could not be advanced. A second guide wire was successfully inserted and a second proglide device was placed. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.